Event description:
The pt would feel stimulation while the field representative was programming the implantable neurostimulator with the physician programmer. However, stimulation stopped when the programming session was exited. Upon interrogating with physician programmer again, there was no programming or any other info saved from prior programming session and they must start all over. Likewise, the pt programmer only provided a telemetry error message when attempts were made to communicate with implantable neurostimulator after exiting physician programmer session. A 602 error was repeatedly read from the pt programmer. Multiple attempts to program with different pt and physician programmers were made. The pt experienced lack of effect and no stimulation associated with the event. The device was replaced and the pt had good relief with the new stimulator. During replacement surgery, the pt was placed under general anesthetic and given ancef preoperatively. There were no surgical complications. The hcp reported the pt outcome as 'no injury, recovered without sequela'.

Manufacturer narrative:
Electrical analysis confirmed that the electrically erasable programmable read-only memory could be read from, but not written to. Chip 4 failed in such a way that only values of 0 were read from it. Visual analysis found chips and cracks that propagated from the back side of the integrated circuit to the front side near the write protect bond pad.